Event description:
It was reported that the customer experienced high blood glucose and noticed that the cannula in the infusion set was bent. It was stated that the customer did not receive no delivery alarms. Customer had diabetic ketoacidosis multiple times. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.